Event description:
Customer reported that he has been received no delivery alarms for the past 6 to 8 weeks and blood glucose has been high since (B)(6) 2014. Blood glucose value was 383 mg/dl on (B)(6) 2014. Customer was unable to troubleshoot since the no delivery alarm was not occurring at the time. Current blood glucose value was between 180 and 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.